Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 27-29, 2023. H11: two (2) actual devices and three (3) photographs of the samples were provided for evaluation. Visual inspection was performed on all the samples. Leakage of tpn solution was observed from the bags into the outer pouches during the initial visual inspection of the returned samples. The reported issue of leakage was identified by visual inspection of the photo samples, as leakage from the administration spike port was clearly visible in the pictures. Functional leak testing of the samples was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked from the middle port. This was observed during set up. There was no patient involvement. No additional information is available.